Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing found that a short condition occurred in the catheter body. Cut down was performed and revealed that the insulation of proximal lead wire was missing from under the proximal electrode to 5.7 cm from catheter tip. Insulation of distal lead wire was partially missing from under the proximal electrode to 6.5 cm from catheter tip. This condition allowed the leadwires to make contact and caused the short condition. After separating both wires, no short condition was observed, and continuous condition was confirmed between distal electrode and distal connector pin and between proximal electrode and proximal connector pin. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. No visible damage was observed from catheter body, balloon, windings, and returned syringe. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use during an urgent procedure. Information such as the background of malfunction occurrence, if the catheter was replaced or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.